Event description:
As reported per the edwards territory manager, after successful implant of a sapien valve during a transfemoral transcatheter aortic valve replacement, the patient's blood pressure remained low. An echocardiogram revealed a collapse of the right atrium and right ventricle due to a pericardial effusion. CPR was started and the patient was converted to bypass. The patient's chest was opened and the left ventricle perforation was repaired. However, during CPR the patient's liver was thought to be lacerated and the bleeding could not be stopped. It was the reported the patient expired due to the perforation of the left ventricle and the laceration of the liver during CPR. Additional information revealed the following: the patient had a small left ventricle. Additionally, the pericardial effusion was reported to be due to a wire perforation. When the surgeon converted to an open chest procedure he clearly saw that the lv was perforated. The collapsed ra/rv was due to the rapid bleeding in the pericardial space due to the perforation.

Manufacturer narrative:
Patient dob updated. Text corrected: the device is not available for evaluation as it remains implanted in the patient; however, there is no allegation of device malfunction. Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, which may require intervention are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning and fixation of the tvp to prevent ventricle perforation. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the definitive cause of the perforation could not be determined; however as reported the patient's small ventricle in combination with the use of the delivery system over the amplatz super stiff guidewire likely caused or contributed to the perforation of the left ventricle. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported per the edwards territory manager, after successful implant of a sapien valve during a transfemoral transcatheter aortic valve replacement, the patient's blood pressure remained low. An echocardiogram revealed a collapse of the right atrium and right ventricle due to a pericardial effusion. CPR was started and the patient was converted to bypass. The patient's chest was opened and the left ventricle perforation was repaired. However, during CPR the patient's liver was thought to be lacerated and the bleeding could not be stopped. It was the reported the patient expired due to the perforation of the left ventricle and the laceration of the liver during CPR. Additional information revealed the following: the patient had a small left ventricle. Additionally, the pericardial effusion was reported to be due to a perforation caused by either the guidewire or the delivery system. When the surgeon converted to an open chest procedure he clearly saw that the lv was perforated. The collapsed ra/rv was due to the rapid bleeding in the pericardial space due to the perforation.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient; however, there is no allegation of device malfunction. Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, which may require intervention are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning and fixation of the tvp to prevent ventricle perforation. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the definitive cause of the perforation could not be determined; however as reported the patient's small ventricle in combination with the use an amplatz super stiff guidewire likely caused or contributed to the perforation of the left ventricle. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.